Event description:
It was reported that a patient experienced cloudy effluent (presumed to be a possible peritonitis) coincident with peritoneal dialysis (pd) therapy. The cause of the cloudy effluent was not reported. It was unknown if the patient was hospitalized for the cloudy effluent. On an unreported date, the patient was treated with an unspecified antibiotic (dosage, route, duration and frequency not reported) for the cloudy effluent. The outcome of the event was not reported. The action taken with pd therapy was not reported. No additional information was available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).